Event description:
It was reported, that the device had a leakage. And the patient did not receive his daily dose of treatment, and this led to blockages. No patient injury reported.

Manufacturer narrative:
D5 and e4 are unknown. No further information has been provided. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No problems or issues were identified during this device history record review. Sample received: one (1) sample was received in used condition without its original package. Functional testing: cannula was connected to retractor, and then we tested using a syringe with water to detect leaks. The water passed through the connector. We did not observe leaks or occlusion in the assembly. The complaint was not confirmed. Based on the analysis conducted in the sample provided, the complaint was not confirmed, root cause could not be determined. No corrective actions were taken since the complaint was not confirmed.